Event description:
It was reported that another occurrence of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via a remoted transmission. The recommended programming changes were made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that device was post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made.